Manufacturer narrative:
Fields updated: b4, g4, g7, h1, h2, h6. Correction: the implant date of the pacemaker is unclear, but it occurred between (B)(6)2015 and (B)(6)2015 (still within 14 days from the perceval implant date). The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4) , as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device was not explanted, and no additional information on this case was received, no further investigation can be performed at this time. Based on the limited information available, and since no further confirmation/evidence on the suspected thrombosis was received, the manufacturer is unable to confirm the event and the root cause cannot be determined at this time. However, based on the document review performed, no manufacturing deficiencies were identified. Should additional information be provided, the manufacturer will re-visit the investigation and provide a follow-up report as applicable. With regard to the pacemaker implant (within 14 days from the perceval implant), the root cause of the reported event cannot be definitively stated. However, based on the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2015, a patient received a pvs23 in aortic position. In (B)(6) 2019, the manufacturer was informed the patient had high aortic gradients (66mmhg) and has been put under anticoagulation therapy. The patient was under observation waiting for further treatment. Additional information received confirmed that the patient degraded very quickly reaching 20% of ejection fraction; the patient went into cardiac arrest and passed away the day before having a tavi (late (B)(6) 2019, exact date unknown). The surgeons suspect a rapid thrombosis of the valve, although this has not been yet confirmed. The valve has not been explanted. Based on the information received, the mean gradient was 17mmhg in 2017, 15mmhg in 2018. Furthermore, during the review of the documentation received, it was identified that the patient experienced an atrio-ventricular block on postoperative day 4, which required the implant of a pacemaker on (B)(6) 2015.